Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The next day, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. On the same day as being hospitalized, the patient was treated with intraperitoneal vancomycin (two grams, one dose given immediately) and intravenous injection tazact (4.5 grams twice daily, duration not reported) for the treatment of peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was still recovering from the peritonitis event (previously reported as recovered). Should additional relevant information become available, a supplemental report will be submitted.